Event description:
During evaluation of a returned, unused companion minicap transfer set, the inside diameter of the transfer set was found to be out of specification. No additional information is available. This is report 12 of 12.

Manufacturer narrative:
(B)(4). An unused companion device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the device was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. A review of all batch record documents for lot number h12i06038 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.